Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_964 - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2022, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer torqvue 45x45 delivery sheath. During procedure, heparin was administered, and the patient's activated clotting time (act) level was 285 seconds. The amulet occluder was partial recaptured twice before being successfully implanted. There were no intraprocedural adverse events. On (B)(6) 2022, a transesophageal echocardiogram (tee) showed pericardial effusion. On (B)(6) 2022, a transthoracic echocardiogram (tte) showed no change to the pericardial effusion. The patient was started on the anti-inflammatory colchicine, and another tte has been scheduled in a few weeks for continued monitoring.

Manufacturer narrative:
An event of pericardial effusion about 3 months after the device was implanted was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated the patient's activated clotting time was in the therapeutic range and that the device was partially recaptured twice during the implant procedure. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.h6. Medical device problem code 2993 adverse event without identified device or use problem code removed. Code 2682 patient-device incompatibility added.

Event description:
Clinical information: (B)(6) - catalyst ide study, patient site ID: (B)(6). Subsequent to the previously filed report, additional information was received that the "transesophageal" echocardiogram (tee) report performed on (B)(6) 2022 showed that the pericardial effusion was generalized and large circumferentially. The width of the pericardial effusion was 1.6mm. There was no thrombus on the device, and no cardiac tamponade was seen. The lobe width (mid-axis of the lobe) was 22.5mm. No further medical treatment was planned or anticipated. No additional information was provided.